Manufacturer narrative:
The insulin pump was received with no act and down button response due to corroded keypad traces. No button error alarm noted during testing. We were unable to verify unexpected restart alarm due to no act and down button response. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received button error and unexpected restart alarm. Troubleshoot was reported to be conducted. It was reported that device would be replaced and returned for analysis.